Event description:
The pt was reportedly experiencing sound quality issues. External equipment was exchanged without resolve. Testing of the device revealed abnormal behavior. Revision surgery has been scheduled.